Event description:
A malfunction alarm was reported by the customer, identified with malfunction code malf 0. There was no reported impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully performed the reset, with no recurrence of the issue. The customer was advised to continue using the pump and to contact support if any issues reoccur.